Event description:
It was reported that the ventilator's o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Evaluation of received device's logs, confirmed the claimed o2 cell/sensor test failure. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model # and h6 adverse event problem - health effect ¿ impact codes was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. H6 adverse event problem - health effect ¿ impact codes: previous adverse event problem - health effect ¿ impact codes: no health consequences or impact///2199. Corrected adverse event problem - health effect ¿ impact codes: no patient involvement///2645.

Event description:
Manufacturer's ref. #: (B)(4).